Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was re-admitted for hemolysis with lactate dehydrogenase (ldh) levels of 1800. The pt was noted to have g6pd deficiency. Additional info provided noted that the pt had a pump exchange due to suspected thrombosis with increasing hemolysis as indicated by rising plasma free hemoglobin.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.